Event description:
Procedure type: hernia. According to the reporter: after three days post-operation, it was noticed that the bowel was perforated and a laparotomy was necessary. The hydrogel coating had separated from the mesh and lay on the bowel. The pt was not injured.

Manufacturer narrative:
(B)(4).